Event description:
Robotic instrument (permanent cautery hook) tagged with description "not cauterizing." Unknown case, no failure form found. Instrument still has 4 lives remaining and will be returned to manufacturer.